Event description:
According to the reporter, preoperatively, the screen shut off when reload was connected. Reboot was performed to no avail. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection confirmed there were no abnormalities that would have caused or contributed to the reported condition. It was reported that the display screen turned off unexpectedly. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The investigation detected an unreported condition of loose motor screws that had no relationship to the reported condition. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The event had foreseen risk and is included in a data monitoring plan. If information is provided in the future, a supplemental report will be issued.